Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned broken. The piece measured approximately 295 cm from the top of the connector to the break. The remainder of the fiber, including the distal tip, was not returned. The analysis of the returned device found that the fiber was broken, and the coating at the body break was damaged. Examination under magnification shows the pattern on the body break was consistent with a fracture. Additionally, examination under magnification showed low light with the sma connector, indicating that the fiber had broken within the connector. The condition of the coating at the body break is stretched with no discoloration or melting, indicating that the fiber was not fired after it had been broken. The device was found that it had been used three times. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device confirmed that the fiber had low light within the connector and found that the fiber body was broken. Damage within the connector of the device can result in an inability for the fiber to fire. The body of the fiber was likely fractured as a result of handling during the procedure, possible as the fiber interacted with the scope resulting in the complete loss of beam light. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on april 28, 2020 that a lighttrail reusable 270um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the kidney performed on (B)(6), 2020. According to the complainant, during the procedure, the laser fiber was not efficient and the aiming beam light wasn't visible after a few seconds of treatment. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber body and sma connector were broken.